Manufacturer narrative:
The reported event of inaccurate diagnostic measurement was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical tests performed indicated normal functionality. The device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further evaluation at various pulse amplitudes indicated normal voltage and current measurement. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during a follow up in clinic, incorrect data regarding current drain and longevity was noted on the device. The device was interrogated again six days later and the correct current drain and longevity were noted on the device. Abbott technical support was contacted and the temporary incorrect data was suspected to be due to diagnostic data clearing when the implant date of the device was entered. The physician elected to explant and replace the device. The patient was in stable condition.